Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that some calibrations were entered right after a gap of sensor data but there was no clear evidence of system malfunction and that the user mentioned that they were on dialysis 3 times a week. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment as a proactive troubleshooting measure. Per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.